Manufacturer narrative:
Analysis of programming history.

Event description:
During a programming history review it was noted that on (B)(6) 2008, a faulted system diagnostic test was performed which changed the patient's settings. Although the patient's device was re-programmed and a final interrogation was performed, the patient left the office with these same faulted settings. The patient's settings were not adjusted until (B)(6) 2008.